Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose level was 27 mg/dl. Troubleshooting was performed. The customer stated that she was in the intensive care unit for several days and had seizures. Also, the customer mentioned using steroids. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.